Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was diagnosed with bacteremia and sepsis. The system was explanted and replaced due to the infection. The procedure was completed without incident. The patient remained stable throughout.